Manufacturer narrative:
The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chemo-aide dispensing pin with clearlink was unable to prime. It was being primed with an unknown solution. It was stated that the set was not working and was blocked. There was no patient involvement. No additional information is available.